Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found, however blood/body fluid was observed on the distal conductor, the outer insulation was breached cut and apparent explant damage was noted.

Event description:
It was reported that there was intermittant capture on the left ventricular paces along with decreasing lead impedance. It was further reported that the lead had dislodged, and the patient felt very tired and lacked energy. The lead was explanted and replaced. No patient complications were reported as a result of this event.